Event description:
Same case as md ID: 2134265-2013-09217. (B)(4) clinical study. It was reported that chest pain and dyspnea occured. In (B)(6) 2010, the subject was diagnosed with stable angina and cardiac catheterization was recommended. The target lesion was a de-novo lesion located in the ramus with 70% stenosis and was 35 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct placement of two 3.50 x 28 mm and 2.75 x 12 mm taxus liberté stents with 0% residual stenosis. Two days after, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with chest pain associated with dyspnea and was hospitalized on the same day. At the time of the event, the subject was taking aspirin only. At the time of reporting, the outcome of the event was considered not recovered/ not resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).